Event description:
It was reported that an ilet user became stuck during the fill tubing step of a supply change, restarted the system via the mobile app, and the pump then entered a factory reset state despite the user reporting they had followed the normal supply change workflow. Investigation included customer support troubleshooting, device re-setup assistance, review of engineering logs, and a request for the user to sync data for analysis. Further investigation of this case revealed that the device had completed a factory reset and required full setup; the root cause was under evaluation through log review. There were no symptoms, alerts or alarms during the event reported. Outcomes included no medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the device was restored to operation after reconfiguration.